Event description:
Iabp (intra-aortic balloon pump) alarming, despite interventions to trouble shoot, then completely stopped and would not restart. (Alarm: high pressure). Blood started backing up in the tubing of the catheter. Iabp was turned off and surgeon was notified and catheter discontinued per md. Pt did have a "golf ball" size hematoma which was evacuated by md.